Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing o-ring and end cap sticker. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with bleeding glass on lcd board and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a damaged pump. The customer's blood glucose reading was 10 mmol/l. The customer stated that the lip around the reservoir compartment is broken. The customer stated that she has back up injections. The customer will be sent a replacement pump.